Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage was noticed. The lesion was located in the right coronary artery (rca) and was severely calcified. The lesion physician attempted to implant a taxus express2 3.5x20.0mm drug eluting stent but was unable to cross the lesion. The physician pulled the device back and once more attempted to implant the stent but was still unable to cross the lesion. The entire stent delivery system was pulled and the procedure was not completed. Upon examination of the stent, the physician noticed the proximal end was smashed up. The pt was reported to be fine.

Manufacturer narrative:
The device has been received at the analysis site but the analysis is pending.